Event description:
The operating rooms have received new stryker surgicount 360 model 9700 scanners and charging docks. These sponge count scanners are used for all cases, every day at four different operating room sites. There are approximately 95 scanners between all of the operating room sites. There are some features with this new model that require more time on the nurse's part and these design flaws result in incomplete surgical sponge reporting to the surgicount program. These problems are not specific to an individual scanner but to all of the scanners. This product has not caused any injury to a patient but the design flaws are more problematic than the previous model. These are handheld scanners that require a charging dock that performs two functions: to recharge the battery while the scanner is not in use and to download the surgical sponge reports into the desktop report system. This model 9700 charging dock has a very tight fitting to ensure that the scanner communication pins don't become damaged. The docking of these scanners is more difficult than the previous scanners and this process is not always being done correctly. Once the hand piece is slid down into the dock, the nurse must push with more effort onto the top of the scanner until it is completely seated in the dock and the charging light becomes illuminated. Placing and removing the scanner for use from the dock requires two hands; one to hold the dock in place and the other to place or remove the scanner. If this scanner hand piece fails to be engaged completely, the nurse faces two problems: non-charging of the battery and no download of the sponge count report. If the battery is not charged, it creates more problems for the next circulating nurse for the next case/morning because she must change the battery and wait for the scanner program to reboot. This reboot process may take approximately 3-5 minutes to complete. The nurse is not able to scan the sponge master tags until the reboot is complete. The next problem: someone must be logged into the computer when the scanner is properly docked in order for the reports to download. This is not part of the nurse's workflow and is often not done. When the nurse signs into the computer the next morning, he/she must pick up the scanner and then replace it into the dock in order for those previous reports to download. If this action is not done, then the reports keep piling up on the scanner. Thus the report is not available to a user if there is a need to check on an incorrect count issue or an intentionally retained sponge issue. This particular issue occurred today, I had to page the nurse educator to place the scanner into the dock once someone is logged into a particular computer so that I could view the intentionally retained sponge report for a particular case.